Event description:
Pt underwent robotic - assisted mitral valve repair. At the end of the procedure, endoplege coronary sinus catheter was removed and approximately 11" inches of wire was noted at the end of the extended catheter. One and 1/4 inches tip of catheter was not present. Fluoroscopy showed tip was in the pulmonary artery. Pt was taken to interventional radiology and the tip of the catheter was retrieved.